Event description:
It was reported that during a colon resection procedure, the first device was fired two times and the staple line was inadequate. A second device was pulled and the same thing occurred with an inadequate staple line on two firings. The surgeon over sewed the staple line. During the procedure three different cdh29 devices were pulled and fired and the staple line on all three devices was non continuity. The surgeon over sewed the staple line to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Device was not returned. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.